Event description:
Boston scientific received information that during a routine follow up this device declared beginning of life (bol) with a magnetic frequency of 100. During a second follow up the device declared end of life (eol) with a magnetic frequency of 85. Premature battery depletion (pbd) was suspected. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt the device will undergo a detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
--

Manufacturer narrative:
This device has not been returned and therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.